Event description:
According to the customer, there have been multiple incidents of the lap sponges "fraying" when they are "unfolding/ apply the lap sponges to open bone".

Manufacturer narrative:
According to the customer, there have been multiple incidents of the lap sponges "fraying" when they are "unfolding/ apply the lap sponges to open bone". The customer reported "irrigation" was utilized to remove the threads that come loose. The customer reported there was no serious injury, medical intervention, or follow up care required as a result of the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.